Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a cori assisted surgery, the suction part detached from the real intelligence robotic drill guard. The procedure was completed with the same device without significant delays. The patient was not harmed.

Manufacturer narrative:
This complaint has been reassessed for reportability and it has been determined that the failure mode presented does not meet the reporting criteria. This event can result in a short procedural delay, a minor intervention if the broken piece fall into the wound and/or require use of a backup device to continue procedure. This event is not likely to cause or contribute to a death or serious injury and is considered not reportable pursuant to 21 cfr 803.